Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died at home, and the device was buried with the patient. The physician would like the device interrogated.